Manufacturer narrative:
A field service engineer (fse) was dispatched on october 4, 2016. The fse completed preventative maintenance and could not reproduce the issue. A review of complaint history after this ticket did not identify any further assistance requested by the customer relative to this event, therefore, no further action required by field service. The probable cause of the issue could not be determined. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, the customer reported intermittent high patient results for testosterone on their aia-600ii. Their results were high compared to sample results sent out to a reference lab. All controls and calibrations were in range and the instrument was functioning as expected. Preventative maintenance was last performed in 2013. The customer reported discrepant results. A field service engineer (fse) was dispatched to address the reported event, which resulted in discrepant patient results for the testosterone assay. There was no indication of patient intervention or adverse health consequences due to the discrepant results.